Manufacturer narrative:
Block b3: exact date unknown.

Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) site was red, swollen, and the header of the ipg was visible. The physician assessed the patient had an infection and wanted to reposition the ipg pocket to a new location, however the patient refused to have it in her abdomen, and tunneling to the opposite side was too risky given how thin the patient was, and risk of erosion. It was noted that the patient has a long history of infection. The physician decided to replace the ipg, clean the pocket site and place the new ipg in a non-boston scientific antibiotic mesh sleeve. The patient was also administered antibiotics. The onset date is unknown, however the patient was in the ward at the hospital for several days prior to the surgery. A culture was taken however the results were negative, likely due to sustained antibiotics use prior to surgery. The patient is doing well postoperatively.